Manufacturer narrative:
(B)(4). Concomitant medical products: 00784801300 ¿ m/l taper neck ¿ 61768488. 00620005822 ¿ trilogy cups ¿ 61855198. 00877503602 ¿ biolox ceramic head ¿ 2610486. 00771301000 ¿ femoral stem ¿ 61796994. 00625006530 ¿ bone screw ¿ unknown lot. Reported event was confirmed by review of medical records noting patient underwent a revision surgery due to instability. The liner, head and neck were explanted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03344.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation due to loose and misaligned components. The liner, head and neck were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.